Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio2 meter was displaying an error 4 message. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient advised that the alleged issue began on an unspecified date, the week before contacting lfs, between (B)(6) 2017. The patient manages her diabetes with self-adjusted insulin (trulicity 1.5 mg, once weekly and lantus, unspecified dose in the evenings) and it is not known what changes, if any, she made to her usual diabetes management regimen in response to the alleged issue. The patient reported that immediately after the alleged issue occurred, she developed the symptom of ¿blurry vision¿ and in response to these symptoms, she followed her usual diabetes management regimen for low blood sugar and self-treated by eating some crackers and peanut butter. During troubleshooting, the csr noted that the subject meter was not being used for the first time. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also established that the patient was following the correct testing method and that the test strip completely drew in the sample. The csr walked the patient through a retest; however, the issue remained unresolved. The subject products were requested back for investigation and replacements were sent to the patient. Based on the information provided, the patient¿s reported symptom of hypoglycemia does not meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.